Manufacturer narrative:
The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal left circumflex artery that was 75% stenosed. A traveler rx balloon catheter was delivered to the lesion smoothly but the balloon ruptured during the first inflation at 8 atmospheres. A non-abbott balloon catheter was used to continue the procedure and a non-abbott drug-eluting stent was deployed to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal left circumflex artery that was 75% stenosed. A traveler rx balloon catheter was delivered to the lesion smoothly but the balloon ruptured during the first inflation at 8 atmospheres. A non-abbott balloon catheter was used to continue the procedure and a non-abbott drug-eluting stent was deployed to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.